Event description:
It was reported that leakage occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "customer called and stated that two syringes have leaked at least half of the medication they were filled with. Customer stated that this has happened twice that she is aware. She had no other information, as an email was sent to her regarding the incidents with no specifics except for date and quantity." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "customer called and stated that two syringes have leaked at least half of the medication they were filled with. Customer stated that this has happened twice that she is aware. She had no other information, as an email was sent to her regarding the incidents with no specifics except for date and quantity." 2 occurrences were reported.